Event description:
Device was returned for service. During service, technician found coupling/ latch/coupling shaft faulty, damaged, worn from use, loose wz/ side of the device, blocked attachment, faulty bearing, was heated, and safety catch was damaged.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to excessive normal wear. Various parts were replaced. Device was replaced.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling was damaged, the bearings were corroded, and the device failed temperature tests. This was attributed to defective cleaning and maintenance. The device was repaired and returned to the customer.